Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient with muscle stimulation presented in clinic after receiving a vibratory alert, the device was observed to be in backup vvi mode. A device download was successfully performed to restore the device.